Manufacturer narrative:
A manufacturing record review was completed and zero non-conformances were found. A returned product evaluation was also completed and confirmed the complaint received. A hole was present in the proximal shaft/distal hub of the sheath. A non-conformance was initiated to further investigate the complaint received and document any applicable corrections. No patient injury or impact was reported.

Event description:
Sheath included in the mik (micro-introducer kit) had a hole in it. Issue was found during use when pulsatile bleed was seen coming from sheath. Only patient impact was that the sheath was changed to a new one. A kit of the same lot number was used to complete the procedure.